Manufacturer narrative:
The xenon lightsource (00mlxuk) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit verified the complaint as valid: the turret was melted. To resolve the issue, the turret was replaced; safety upgrade and function tests were performed. The unit was left on for four hours at 100%. This is two hours longer than what is stipulated in test protocols. The metal part of the light cable that connects to the mlx was hot to the touch (as is normal), but it was not hot enough to melt the turret. Root cause - the returned 00mlxuk light source is in used condition with a melted turret. This issue may be the result of a defective light cable. Replacement turret functioned as intended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 1 of 3 for the damaged xenon lightsource, and is linked to mfg report numbers: 2523190-2021-00167 and 2523190-2021-00168. A facility reported that during surgery, the surgeon was using mlx 300 xenon lightsource (00mlxuk) system and due to the heat, the headlight cable was damaged. To complete the surgery, the surgeon had to change to another headlight but again it caused damage. The xenon lightsource (00mlxuk) was also damaged. The surgery was completed by using another light source and headlight which was available in the hospital without any harm to the patient. An increase in surgery time of around 30 minutes was reported. However, no patient injury or death was alleged.